Manufacturer narrative:
Additional information section: b.3, d.6b, h.6. The recipient was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on (B)(6) 2026. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged; however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock could not be obtained at any spacing. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The internal visual inspection noted non-conductive epoxy encroachment on a component. The scanning electron microscopy analysis did not reveal any anomalies on antenna pins conductive epoxy connections. The reported complaint of no lock was confirmed during the analysis of this device. Visual inspection on the conductive epoxy revealed a crack on a joint as well as an elevated resistance measured across a joint, which is believed to be related to the loss of lock. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.